Event description:
It was reported on (B)(6) 2012, patient had her knee replaced with the use of a stryker shapematch cutting guide. Subsequent to her knee replacement, plaintiff began experiencing significant knee pain and discomfort and joint instability and limited on mobility. Diagnostic testing has revealed that the knee replacement is misaligned and needs to be replaced but the damage is so extensive that even though the knee needs to be replaced, it is impossible to do so.

Manufacturer narrative:
An event regarding misaligned components involving a left shapematch cutting guide was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold ph2012-122 and voluntary recall ra 2012-171. Conclusions voluntary hold ph2012-122 and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported misaligned components event is considered to be under the scope of this recall.

Event description:
It was reported on june 13, 2012, patient had her knee replaced with the use of a stryker shapematch cutting guide. Subsequent to her knee replacement, plaintiff began experiencing significant knee pain and discomfort and joint instability and limited on mobility. Diagnostic testing has revealed that the knee replacement is misaligned and needs to be replaced but the damage is so extensive that even though the knee needs to be replaced, it is impossible to do so.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.